Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's sensor had not connected to the pump. The patient uses a dexcom g6 cgm. This resulted in a stick reading of 222 mg/dl. No further patient harm was reported.